Event description:
Overinfusion of penicillin on a 6060 pump. The pump was set in the intermittent mode at a total time of 24 hours, 6 doses, dose rate 38 ml/hr, dose volume 38 ml, ko rate 0.4 ml/hr. The bag volume was 260 ml. The patient was not injured, and did not require any medical intervention. The nurse had set up the infusion for a bag change during the last ko, at 4:00 pm. At 2:30 pm, the pump displayed "empty bag", and the bag was dry.